Event description:
The joint of the reamer tip and the flexible rod broke during manipulation of the flexible reamer. Fragments noted on x-ray. Dr. Aware. Attmepting to remove the fragments was determined to be of more risk. The decision was made to leave fragments as they pose no risk to patient. Csl notified. Reamer sent to sterile processing for decontamination and further examination.